Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalized high blood glucose readings. The customer's blood glucose reading was 600 mg/dl. The customer treated with a bolus. The customer had symptoms such as vomiting. The customer was hospitalized for diabetic ketoacidosis. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider's instructions.